Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a false negative hepatitis c virus antibodies (ahcv) result was generated on a patient sample on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse noted that vacuum and thermal issues occurred at the time of the event. Next, the cse performed actions which fixed the vacuum and thermal issues. The cause of the false negative ahcv result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a false negative hepatitis c virus antibodies (ahcv) result was generated on a patient sample on an atellica im 1600 analyzer. The initial result was reported to the physician(s), who questioned the result. Prior results provided by the customer were positive. The customer repeated the sample on a non-siemens instrument, which recovered as positive. The positive result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the false negative ahcv result.

Manufacturer narrative:
Siemens filed the initial MDR with the FDA on 05-dec-2024. Additional information (03-jan-2025): the initial report mentions that the siemens customer service engineer (cse) performed actions to resolve vacuum and thermal issues. These actions included adjusting the vacuum, replacing the fitting on the blower pump, and replacing the thermal electric device (ted). Siemens further evaluated the event and determined that vacuum related issues potentially contributed to the false negative hepatitis c virus antibodies (ahcv) result as the primary and secondary vacuums are used for wash and aspiration sequences and blower air is used to clean the exterior of the probe and prevent carryover. Investigation conclusion code in section h6 was updated accordingly. The instrument is performing according to specifications. No further evaluation of this device is required.